Event description:
It was reported that a patient underwent a phlebectomy on an unknown date and suture was used on the right lower leg. Steri strips and mastisol were also used. She developed erythema, burning, itching, and a rash on the lower leg. She was seen on (B)(6) 2013 and the physician stated that the incision was infected. Augmentin 857 mg was prescribed. On (B)(6) 2013 she was told she had a contact dermatitis and prescribed prednisone 5mg. And benadryl 25mg.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report #mw5029867.